Event description:
Info received indicates the bed has no functions working.

Manufacturer narrative:
The technician found the manual functions were not working either. The technician replaced the power control module to repair the bed.